Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. The patient was hospitalized due to malaise, diarrhea and (B)(6) bacteremia. One week prior to admission, the patient felt chills and noted with increase swelling. There were no additional adverse patient effects reported. The rv lead was explanted.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. The patient was hospitalized due to malaise, diarrhea and mrsa bacteremia. One week prior to admission, the patient felt chills and noted with increase swelling. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.